Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant date was unknown as (B)(4) has not reported about the explant. It was reported that it was undetermined if there were any contributing factors that led to or contributed to the exposed pump. It was reported that the pump would not be returned as it will be discarded by the customer. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the patient¿s spinal c ord injury (indication for use) occurred in 2003. The patient had no [further] past history or complications reported. The date of incidence was (B)(6) 2017. On (B)(6) 2017, there was a contact that the pump was partially exposed from the skin when the patient was imprisoned. The patient was admitted to the hospital because of the diagnosis of device infection on (B)(6) 2017. The device was removed. On (B)(6) 2018, it was confirmed that the adverse event was completely cured. The outcome was reported as ¿recovered on (B)(6) 2018¿. It was the physician¿s assessment that the adverse event had no relation with the device and the system. It was considered that obesity due to weight gain of the patient caused the contact between the edge of the device and the skin to be strengthened, and the wound became thin so that the pump was exposed. However, conflicting information indicated the causality of the event was related to the pump. The causality of the event was not related to the catheter, programmer, or surgical procedure. The patient did not experience any overdose, withdrawal symptoms, or resistance.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration at 55 mcg/day via an implantable pump for spinal cord injury. It was reported that around (B)(6) 2017 during normal use, that the patient¿s pump was exposed. It was reported that details were unknown as the patient was in another facility. It was reported that the patient was imprisoned. It was reported that because the pump was exposed, and the removal of the pump was scheduled for (B)(6) 2017. It was noted that the attending physician dr. Nimura had not examined the patient yet. It was noted that the information was obtained from a distributor. The classification of severity of the event was reported as 3 (serious). The outcome of the event was reported as unrecovered. The causality of the event was reported as unrelated to the drug and unknown if related to the catheter, pump, programmer, and surgical procedure. No further complications were reported and/or anticipated.